Event description:
It was reported that the bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: spike tunnel snapped off the IV bag. The event occurred on (B)(6) 2023 during use. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: spike tunnel snapped off the IV bag. The event occurred on 01 mar 2023 during use. There was no patient involvement.

Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 9616066-2023-00641 was sent in error. This device is not manufactured by bd.

Manufacturer narrative:
H6: investigation summary the photos received of the 111448964 device were of the packaging and though the separation described cannot be seen in photos, the drip chamber separation failure is a known issue and the complaint can be verified. The root cause of this issue can be traced to improper application of solvent (or glue) used to join the drip chamber to the tubing during that point of assembly. A trend for the drip chamber separation issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the 111448964 device and prevent future occurrences of this type. As part of the action plan, changes to the tubing to drip chamber assembly are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A device history record review for model 11448964 lot number 22119334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris secondary set experienced component separation. The following information was provided by the initial reporter: spike tunnel snapped off the IV bag. The event occurred on 01 mar 2023 during use. There was no patient involvement.